Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: clip, implantable.

Event description:
Prior to use, the covidien clip applier malfunctioned. It fell out before use and would not hold in cartridge.

Event description:
Prior to use, the covidien clip applier malfunctioned. It fell out before use and would not hold in cartridge.